Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the drainage of the objective lens on the gastrointestinal videoscope was very poor (insufficient air to clear water from objective lens. The patient was not under general anesthesia. The scope was just delivered a month ago, and two (2) of the same scopes, including the actual product, were included, but only the actual product was said to have an abnormally poor drainage. The other scope was working as intended. The intended procedure was completed with a similar scope with no surgical delay. No patient injury reported. The reprocessing of the scope was according to the procedure manual. The washing machine used end cleanse. During the evaluation of the device, it was noted the nozzle was clogging due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogging due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was very poor drainage of the objective lens due to nozzle clogging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the clogged nozzle was the presence of black, rubber-like foreign materials. However, the root cause of the foreign materials could not be determined. It is possible that the clogging of the nozzle with foreign materials resulted in a decrease in the amount of air feed and caused insufficient air to clear water on the objective lens. Analysis of the foreign materials in the nozzle found that they were silicone-based materials. The silicone material could not be specified because the material is used for various purposes such as watertight packing, silicone-based glue, or silicone components. Olympus will continue to monitor field performance for this device.